Event description:
Additional information received reported the patient do not have concerns with their device or therapy. It was noted "so far so good". It was reported at this time the patient was working with their healthcare provider on the device.

Event description:
It was reported that the patient said he had his trial starting 2 weeks ago. The patient was started on left side and had good relief then switched to right side and started with good relieve then lost therapy effect. The patient was asked the event date a few times but patient only said it happened when he got into his car during the trial and he thinks the wires moved on the right side.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).